Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced dyspnea, which occurred during last drain on the homechoice device. At the end of therapy the patient remained short of breath. The patient started over with new supplies so the initial drain will remove all the fluid. It was not reported if the patient was hospitalized for the event; however, it was reported there was no medical intervention associated with this event. The cause of the event was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.